Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complainant reported the patient was on impella rp flex support and during support, the patient had atrial fibrillation (af). The patient was given diltiazem and support was continued. Additionally, during the pump weaning, the pump ran at 1.8 liters per minute (lpm) for a few hours. A sudden spike in motor current and placement signal were noted. Flows dropped to 0.5 lpm. The pump was explanted and biomaterial was observed. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
H6 health effect - impact code 4627 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28691.